Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by stomach pain, chills, and diarrhea. The cause of the peritonitis was not reported. It was not reported if the patient required hospitalization. The patient was treated with intraperitoneal vancomycin (1 gram daily for eighteen days) and was reported to have recovered from the peritonitis. Physioneal and extraneal therapies were ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as in (B)(4).